Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a crack in the battery compartment and a missing bolus button contact. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump battery compartment was observed to be cracked; the compartment was examined and no moisture was observed in the battery compartment. The bolus button was found to be detached from the pump and the pump bolus button contact was found to be missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).